Manufacturer narrative:
Medwatch sent to the FDA on 10/25/2016. This event was reported by the patient. Apollo has been able to confirm the reported events with the patient's physician. The reporter of the event was asked to return the product for analysis once surgery took place. If returned, visual examination may confirm or determine taper type associated with this event. Device labeling addresses the reported event of pain and leak as follows: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
A patient with the lap-band system was reported to have "no resistance and stomach pain. The physician added and removed liquid. The patient was told she was fine and would not fill the band anymore. The patient was unhappy with the physician's response, patient went to another physician on (B)(6) 2016 that performed an ultra sound and fluoroscopy. The physician told the patient there was a leak in the band and it would need to be removed." Device remains implanted.

Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event of vomiting as follows: adverse events: nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Additional information: patient reported that they suffered from pain, vomiting and the inability to eat. The device was removed.